Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: medication was leaking from blue connection tube.

Manufacturer narrative:
H6: the customer reported leaking between a 3ml syringe and maxzero connector. The syringe and maxzero were found to leak when tightly connected, and the complaint was verified. The manufacturing plant for the syringe conducted a further investigation and verified the leak as coming from the syringe and not the maxzero. A technical report was generated to challenge the failure modes in the mold temperature and the injection process. Updates to the quality check of molded syringes include a leak test with the help of the maxzero device. These actions along with a prior funded project to address the issue are in place to reduce the risk of this failure recurring. A device history record review could not be performed on model mz1000-07 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: medication was leaking from blue connection tube.